Event description:
The user facility reported that a 62 year old female patient was on impella rp flex support and during support, there was no waveform for the pa present and the impella flows were missing as well. The only thing that was present on the screen was the motor current which was in accordance to the p level we were at. The decision was made to remove this pump and exchange for a new one. The new one was placed and flowing without issue. The patient survived the procedure.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The data log review confirmed the placement signal issue. Both the dp and optical sensor were working, measuring reasonable pressure values until one minute before the pump was started up. At that time, the dp signal suddenly went out of range, triggering alarms. Since this occurred before the pump started up, flow calculations were disabled during the entire time the pump was running. At the time the dp signal went out of range, all the pressure measurements based on the dp also went out of range. The optical signal remained stable for the entire case. There were very short intermittent periods where pap and cvp calculations would return during the case, but always railed again. The returned product was investigated and there were several abnormalities. Light exited the optical sensor face in the laser continuity test, however, when connected to the console all 5s parameters were out of specification. Additionally, the peak signal-to-noise ratio alarm reproduced. The dp sensor failed electrical tested, as both lines were open. When visually inspecting the dp and optical sensor faces, both showed abnormalities. There was cracking on the optical sensor face and a skive mark on the silicone of the dp sensor. Since data logs only showed alarms and invalid measurements related to the dp sensor during the case, the failure mode was changed to placement signal issues. Based on data log review and returned product, the root cause of the placement signal issue was determined to most likely be an electrical open. The cause of the damage to the sensor is unknown as limited clinical details were provided. D.1 revised brand name as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-27064. D.4 revised model number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-27064. E.1 added fax number and us phone number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-27064. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-27064 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 added reporting contact facility name and fax number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-27064. H.6 investigation codes 3221 and 4315 previously entered incorrectly on the initial manufacturer device report number 1220648-2025-27064 as the device was returned for evaluation. Codes 3233 and 11 should of been reflected on the initial manufacturer device report number 1220648-2025-27064. Investigation findings found that code 2917 was incorrect on the initial manufacturer device report number 1220648-2025-27064. Code 1559 was added to reflect what was determined during investigation results.